Manufacturer narrative:
Product evaluation: complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. Root cause: root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
An account manager reported on behalf of a facility representative reported about an intraocular lens, where "one of the lenses split coming through the inserter". Additional information has been requested.